Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls were within acceptable range. Abnormal assay errors were noted on hemolysis, icterus and lipemia (hil) but not on the patient sample. The customer indicated that no other abnormal hcg results were reported. A siemens headquarters support center (hsc) specialist reviewed the event data and determined that the poor sample quality and/or pre-analytical sample handling issues could have caused the event. The hsc specialist recommended the customer to follow proper pre-analytical sample handling conditions. The hsc specialist concluded that this was an isolated event with a potential cause related to a pre-analytical factor. The cause of the discordant, falsely low hcg result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was diluted and repeated on the same instrument, resulting higher. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low hcg result.